Manufacturer narrative:
Date sent: 05/29/2007.

Event description:
It was reported that during a prolassectomy procedure the device sutured and cut the anterior wall (180 degrees) and only v cut the posterior wall (180 degrees). The surgeon completed the procedure by hand suturing. There was no patient consequence.